Manufacturer narrative:
A ge oec service representative investigated the issue and found the issue was software related. The software was re-loaded and system function restored. The image processor pcb was replaced during the repair as well. The system had been tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.

Event description:
The ge oec 9800 fluoroscopy system had the right monitor go blank. No image on right monitor.